Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. During the initial investigation boot-up, the unit was unable to power on due to a detached, frayed and exposed wires on power extension cable. The backplate of the device and power extension cable were removed, the test power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The source of the reported event was confirmed to be a detached and frayed with exposed wires on the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking, and exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.